Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of medical devices: model: d314trg, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2011, model: 429688, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance, and oversensing noise, which resulted in the patient receiving multiple inappropriate therapies. A lead fracture was confirmed. Reprogramming was completed and the lead currently remains implanted with plans for a lead revision. No further patient complications have been reported as a result of this event.